Event description:
It was reported that during the surgical procedure the customer experienced a recurring "20008" system error. No pt harm was reported. The procedure was converted to tradition open surgical techniques to finish the planned surgery.